Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unresponsive to telemetry interrogations. As the patient is therapy dependent, the physician opted to explant and replace this crt-d. This product was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Analysis of data shows a cell depletion pattern similar to other devices that have a higher than expected power consumption. The device case and header were removed and internal visual inspection noted irregularities. Attempts to establish radiofrequency (rf) communication were performed once again with no success. The device was then connected to a telemetry test module and still was not able to connect. The exact cause of the issues has not been determined, outside analysis in still ongoing.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unresponsive to telemetry interrogations. As the patient is therapy dependent, the physician opted to explant and replace this crt-d. This product was returned for analysis and no additional adverse patient effects were reported.